Manufacturer narrative:
A ventilator was returned to the manufacturer for eval. The device was recalibrated to address the issue.

Event description:
The manufacturer received info from a third party service ctr alleging a ventilator failed a step during testing. The device was not in patient use.